Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date, the evaluation has not been completed. Add'l info will be submitted within 30 days upon receipt.

Event description:
The report received indicated that upon prepping the balloon, it was noted that the balloon had a hole in it. There was no report of injury to the pt.